Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis"), cystocele ("cystocele"), ovariocentesis ("left ovarian cyst drainage") and pelvic adhesions ("lysis of adhesions") in a 43-year-old female patient who had essure (ess205) (batch no: 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation using thermachaice device and essure sterilization" on (B)(6)2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), multiple sclerosis (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), ovariocentesis (seriousness criterion medically significant), uterine polyp ("other injury or complications- endometrial polyp"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulum ("diverticulosis"), urinary incontinence ("urinary incontinence"), anal incontinence ("bowel & urinary incontinence"), breast cyst ("solitary cyst of breast"), ovarian cyst ("adnexal mass (right ovarian cyst);"), pelvic adhesions (seriousness criterion medically significant), uterine prolapse ("stage 1 uterine prolapse"), menorrhagia ("abnormal bleeding (menorrhagia)") and micturition disorder ("voiding dysfunction"). The patient was treated with surgery (underwent a right salpingectomy to remove the essure coil on that side), surgery (cystoscopy, sling, transvaginal cystocele repair) and surgery (ovarian cyst drainage). At the time of the report, the abdominal pain lower and procedural pain was resolving and the multiple sclerosis, cystocele, ovariocentesis, uterine polyp, vaginal haemorrhage, dysmenorrhoea, diverticulum, urinary incontinence, anal incontinence, breast cyst, ovarian cyst, pelvic adhesions, uterine prolapse, menorrhagia and micturition disorder outcome was unknown. The reporter considered abdominal pain lower, anal incontinence, breast cyst, cystocele, diverticulum, dysmenorrhoea, menorrhagia, micturition disorder, multiple sclerosis, ovarian cyst, ovariocentesis, pelvic adhesions, procedural pain, urinary incontinence, uterine polyp, uterine prolapse and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. She underwent a right salpingectomy to remove the essure coil on that side (dates reported as on (B)(6) 2016 and on (B)(6) 2015). She experienced a painful post operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, uterine prolapse, urinary incontinence, uterine polyp, multiple sclerosis, anal incontinence, ovarian cyst , breast cyst, pelvic adhesions, cystocele, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain/ right lower quadrant pain'), multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis'), cystocele ('cystocele'), ovariocentesis ('left ovarian cyst drainage'), pelvic adhesions ('lysis of adhesions') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation using thermachaice device and essure sterilization" on (B)(6) 2005. The patient's medical history included intervertebral disc displacement in 2002, urinary incontinence, genital hemorrhage, endometrial polyp and back strain (reported at (B)(6) 2002). In 2005, the patient experienced uterine polyp ("other injury or complications- endometrial polyp"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced feeling abnormal ("fogginess"), limb discomfort ("heaviness in arms and leg"), dysarthria ("slurred speech"), fatigue ("fatigue") and vision blurred ("blurred vision"). On (B)(6) 2009, the patient experienced anal incontinence ("bowel & urinary incontinence"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cystocele (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), breast cyst ("solitary cyst of breast") and endometriosis ("stage IV endometriosis"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulum ("diverticulosis"), ovarian cyst ("adnexal mass (right ovarian cyst);/left ovarian cyst"), pelvic adhesions (seriousness criterion medically significant), uterine prolapse ("stage 1 uterine prolapse"), menorrhagia ("abnormal bleeding (menorrhagia)"), micturition disorder ("voiding dysfunction"), confusional state ("confusion"), stress urinary incontinence ("stress urinary incontinence"), pollakiuria ("urinary frequency"), pelvic prolapse ("pelvic organ prolaps state 2 anterior wall"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abscess ("abscess") and underwent ovariocentesis (seriousness criterion medically significant). The patient was treated with surgery (cystoscopy, sling, transvaginal cystocele repair, midline cystocele repair, ovarian cyst drainage and underwent a right salpingectomy to remove the essure coil on that side). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and procedural pain was resolving, the multiple sclerosis, cystocele, ovariocentesis, uterine polyp, vaginal haemorrhage, dysmenorrhoea, diverticulum, urinary incontinence, anal incontinence, breast cyst, ovarian cyst, pelvic adhesions, uterine prolapse, menorrhagia, micturition disorder, endometriosis, feeling abnormal, confusional state, limb discomfort, dysarthria, fatigue, vision blurred, stress urinary incontinence, pollakiuria, pelvic prolapse, psychological trauma and abscess outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, anal incontinence, breast cyst, confusional state, cystocele, diverticulum, dysarthria, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, limb discomfort, menorrhagia, micturition disorder, multiple sclerosis, ovarian cyst, ovariocentesis, pelvic adhesions, pelvic pain, pelvic prolapse, pollakiuria, procedural pain, psychological trauma, stress urinary incontinence, urinary incontinence, uterine polyp, uterine prolapse, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. She underwent a right salpingectomy to remove the essure coil on that side (dates reported as (B)(6) 2016 and (B)(6) 2015). She experienced a painful post operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion; on (B)(6) 2014: bilateral essure wires noted in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, uterine prolapse, urinary incontinence, uterine polyp, multiple sclerosis, anal incontinence, ovarian cyst , breast cyst, pelvic adhesions, cystocele, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. Event added: abscess. Essure removal date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ right lower quadrant pain"), multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis"), cystocele ("cystocele"), ovariocentesis ("left ovarian cyst drainage") and pelvic adhesions ("lysis of adhesions") in a 43-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation using thermachaice device and essure sterilization" on (B)(6) 2005. In 2005, the patient experienced uterine polyp ("other injury or complications- endometrial polyp"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced feeling abnormal ("fogginess"), limb discomfort ("heaviness in arms and leg"), dysarthria ("slurred speech"), fatigue ("fatigue") and vision blurred ("blurred vision"). On (B)(6) 2009, the patient experienced anal incontinence ("bowel & urinary incontinence"). On(B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cystocele (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), breast cyst ("solitary cyst of breast") and endometriosis ("stage IV endometriosis"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulum ("diverticulosis"), ovarian cyst ("adnexal mass (right ovarian cyst);/left ovarian cyst"), pelvic adhesions (seriousness criterion medically significant), uterine prolapse ("stage 1 uterine prolapse"), menorrhagia ("abnormal bleeding (menorrhagia)"), micturition disorder ("voiding dysfunction"), confusional state ("confusion"), stress urinary incontinence ("stress urinary incontinence"), pollakiuria ("urinary frequency") and pelvic prolapse ("pelvic organ prolaps state 2 anterior wall") and underwent ovariocentesis (seriousness criterion medically significant). The patient was treated with surgery (cystoscopy, sling, transvaginal cystocele repair, ovarian cyst drainage and underwent a right salpingectomy to remove the essure coil on that side). Essure (ess205) was removed. At the time of the report, the abdominal pain lower and procedural pain was resolving and the multiple sclerosis, cystocele, ovariocentesis, uterine polyp, vaginal haemorrhage, dysmenorrhoea, diverticulum, urinary incontinence, anal incontinence, breast cyst, ovarian cyst, pelvic adhesions, uterine prolapse, menorrhagia, micturition disorder, endometriosis, feeling abnormal, confusional state, limb discomfort, dysarthria, fatigue, vision blurred, stress urinary incontinence, pollakiuria and pelvic prolapse outcome was unknown. The reporter considered abdominal pain lower, anal incontinence, breast cyst, confusional state, cystocele, diverticulum, dysarthria, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, limb discomfort, menorrhagia, micturition disorder, multiple sclerosis, ovarian cyst, ovariocentesis, pelvic adhesions, pelvic prolapse, pollakiuria, procedural pain, stress urinary incontinence, urinary incontinence, uterine polyp, uterine prolapse, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. She underwent a right salpingectomy to remove the essure coil on that side (dates reported as (B)(6) 2016 and (B)(6) 2015). She experienced a painful post operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion; on (B)(6) 2014: bilateral essure wires noted in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, uterine prolapse, urinary incontinence, uterine polyp, multiple sclerosis, anal incontinence, ovarian cyst , breast cyst, pelvic adhesions, cystocele, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2019: pfs received- new event stress urinary incontinence, urinary frequency, pelvic organ prolaps state 2 anterior wall were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain/ right lower quadrant pain'), multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis'), cystocele ('cystocele'), ovariocentesis ('left ovarian cyst drainage'), pelvic adhesions ('lysis of adhesions') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation using thermachaice device and essure sterilization" on (B)(6) 2005. The patient's medical history included intervertebral disc displacement in 2002, urinary incontinence, genital hemorrhage, endometrial polyp and back strain (reported at (B)(6) 2002). In 2005, the patient experienced uterine polyp ("other injury or complications- endometrial polyp"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced feeling abnormal ("fogginess"), limb discomfort ("heaviness in arms and leg"), dysarthria ("slurred speech"), fatigue ("fatigue") and vision blurred ("blurred vision"). On (B)(6) 2009, the patient experienced anal incontinence ("bowel & urinary incontinence"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cystocele (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), breast cyst ("solitary cyst of breast") and endometriosis ("stage IV endometriosis"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulum ("diverticulosis"), ovarian cyst ("adnexal mass (right ovarian cyst);/left ovarian cyst"), pelvic adhesions (seriousness criterion medically significant), uterine prolapse ("stage 1 uterine prolapse"), menorrhagia ("abnormal bleeding (menorrhagia)"), micturition disorder ("voiding dysfunction"), confusional state ("confusion"), stress urinary incontinence ("stress urinary incontinence"), pollakiuria ("urinary frequency"), pelvic prolapse ("pelvic organ prolaps state 2 anterior wall"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abscess ("abscess") and underwent ovariocentesis (seriousness criterion medically significant). The patient was treated with surgery (cystoscopy, sling, transvaginal cystocele repair, midline cystocele repair, ovarian cyst drainage and underwent a right salpingectomy to remove the essure coil on that side). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and procedural pain was resolving, the multiple sclerosis, cystocele, ovariocentesis, uterine polyp, vaginal haemorrhage, dysmenorrhoea, diverticulum, urinary incontinence, anal incontinence, breast cyst, ovarian cyst, pelvic adhesions, uterine prolapse, menorrhagia, micturition disorder, endometriosis, feeling abnormal, confusional state, limb discomfort, dysarthria, fatigue, vision blurred, stress urinary incontinence, pollakiuria, pelvic prolapse, psychological trauma and abscess outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, anal incontinence, breast cyst, confusional state, cystocele, diverticulum, dysarthria, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, limb discomfort, menorrhagia, micturition disorder, multiple sclerosis, ovarian cyst, ovariocentesis, pelvic adhesions, pelvic pain, pelvic prolapse, pollakiuria, procedural pain, psychological trauma, stress urinary incontinence, urinary incontinence, uterine polyp, uterine prolapse, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. She underwent a right salpingectomy to remove the essure coil on that side (dates reported as (B)(6) 2016 and (B)(6) 2015). She experienced a painful post operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion; on (B)(6) 2014: bilateral essure wires noted in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, uterine prolapse, urinary incontinence, uterine polyp, multiple sclerosis, anal incontinence, ovarian cyst , breast cyst, pelvic adhesions, cystocele, menorrhagia. Lot number: 508290 manufacturing date: 2005-05 expiration date: 2007-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain/ right lower quadrant pain'), multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis'), cystocele ('cystocele'), ovariocentesis ('left ovarian cyst drainage'), pelvic adhesions ('lysis of adhesions') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation using thermachaice device and essure sterilization" on (B)(6) 2005. The patient's medical history included intervertebral disc displacement in 2002, urinary incontinence, genital hemorrhage, endometrial polyp and back strain (reported at (B)(6) 2002). In 2005, the patient experienced uterine polyp ("other injury or complications- endometrial polyp"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced feeling abnormal ("fogginess"), limb discomfort ("heaviness in arms and leg"), dysarthria ("slurred speech"), fatigue ("fatigue") and vision blurred ("blurred vision"). On (B)(6) 2009, the patient experienced anal incontinence ("bowel & urinary incontinence"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cystocele (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), breast cyst ("solitary cyst of breast") and endometriosis ("stage IV endometriosis"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulum ("diverticulosis"), ovarian cyst ("adnexal mass (right ovarian cyst);/left ovarian cyst"), pelvic adhesions (seriousness criterion medically significant), uterine prolapse ("stage 1 uterine prolapse"), menorrhagia ("abnormal bleeding (menorrhagia)"), micturition disorder ("voiding dysfunction"), confusional state ("confusion"), stress urinary incontinence ("stress urinary incontinence"), pollakiuria ("urinary frequency"), pelvic prolapse ("pelvic organ prolapse state 2 anterior wall"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury") and underwent ovariocentesis (seriousness criterion medically significant). The patient was treated with surgery (cystoscopy, sling, transvaginal cystocele repair, midline cystocele repair, ovarian cyst drainage and underwent a right salpingectomy to remove the essure coil on that side). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and procedural pain was resolving, the multiple sclerosis, cystocele, ovariocentesis, uterine polyp, vaginal haemorrhage, dysmenorrhoea, diverticulum, urinary incontinence, anal incontinence, breast cyst, ovarian cyst, pelvic adhesions, uterine prolapse, menorrhagia, micturition disorder, endometriosis, feeling abnormal, confusional state, limb discomfort, dysarthria, fatigue, vision blurred, stress urinary incontinence, pollakiuria, pelvic prolapse and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anal incontinence, breast cyst, confusional state, cystocele, diverticulum, dysarthria, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, limb discomfort, menorrhagia, micturition disorder, multiple sclerosis, ovarian cyst, ovariocentesis, pelvic adhesions, pelvic pain, pelvic prolapse, pollakiuria, procedural pain, psychological trauma, stress urinary incontinence, urinary incontinence, uterine polyp, uterine prolapse, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. She underwent a right salpingectomy to remove the essure coil on that side (dates reported as (B)(6) 2016 and (B)(6) 2015). She experienced a painful post operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion; on (B)(6) 2014: bilateral essure wires noted in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, uterine prolapse, urinary incontinence, uterine polyp, multiple sclerosis, anal incontinence, ovarian cyst , breast cyst, pelvic adhesions, cystocele, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : abdominal pain, pelvic pain, general abnormal bleeding, psych injury. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis"), cystocele ("cystocele"), the first episode of ovarian cyst ("left ovarian cyst drainage") and pelvic adhesions ("lysis of adhesions") in a 43-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation using thermachaice device and essure sterilization" on (B)(6)2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), multiple sclerosis (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), the first episode of ovarian cyst (seriousness criterion medically significant), uterine polyp ("other injury or complications- endometrial polyp"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulum ("diverticulosis"), urinary incontinence ("urinary incontinence"), anal incontinence ("bowel & urinary incontinence"), breast cyst ("solitary cyst of breast"), the second episode of ovarian cyst ("adnexal mass (right ovarian cyst);"), pelvic adhesions (seriousness criterion medically significant), uterine prolapse ("stage 1 uterine prolapse"), menorrhagia ("abnormal bleeding (menorrhagia)") and micturition disorder ("voiding dysfunction"). The patient was treated with surgery (underwent a right salpingectomy to remove the essure coil on that side), surgery (cystoscopy, sling, transvaginal cystocele repair) and surgery (ovarian cyst drainage). At the time of the report, the abdominal pain lower and procedural pain was resolving and the multiple sclerosis, cystocele, uterine polyp, vaginal haemorrhage, dysmenorrhoea, diverticulum, urinary incontinence, anal incontinence, breast cyst, the last episode of ovarian cyst, pelvic adhesions, uterine prolapse, menorrhagia and micturition disorder outcome was unknown. The reporter considered abdominal pain lower, anal incontinence, breast cyst, cystocele, diverticulum, dysmenorrhoea, menorrhagia, micturition disorder, multiple sclerosis, pelvic adhesions, procedural pain, urinary incontinence, uterine polyp, uterine prolapse, vaginal haemorrhage, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. She underwent a right salpingectomy to remove the essure coil on that side (dates reported as (B)(6) 2016 and (B)(6) 2015). She experienced a painful post operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, uterine prolapse, urinary incontinence, uterine polyp, multiple sclerosis, anal incontinence, ovarian cyst , breast cyst, pelvic adhesions, cystocele, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: menorrhagia, multiple sclerosis, vaginal haemorrhage, dysmenorrhoea, diverticulum, breast cyst, ovarian cyst, pelvic adhesions, uterine polyp, bowel and urinary incontinence, cystocele were added. Reporter, patient demographic information, product lot number added. On (B)(6) 2018: mr received: reporter added. She underwent a endometrial ablation during essure insertion procedure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ right lower quadrant pain"), multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis"), cystocele ("cystocele"), ovariocentesis ("left ovarian cyst drainage") and pelvic adhesions ("lysis of adhesions") in a 43-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation using thermachaice device and essure sterilization" on (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced feeling abnormal ("fogginess"), limb discomfort ("heaviness in arms and leg"), dysarthria ("slurred speech"), fatigue ("fatigue") and vision blurred ("blurred vision"). On (B)(6) 2009, the patient experienced anal incontinence ("bowel & urinary incontinence"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cystocele (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), breast cyst ("solitary cyst of breast") and endometriosis ("stage IV endometriosis"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), ovariocentesis (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), uterine polyp ("other injury or complications- endometrial polyp"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulum ("diverticulosis"), ovarian cyst ("adnexal mass (right ovarian cyst);/left ovarian cyst"), pelvic adhesions (seriousness criterion medically significant), uterine prolapse ("stage 1 uterine prolapse"), menorrhagia ("abnormal bleeding (menorrhagia)"), micturition disorder ("voiding dysfunction") and confusional state ("confusion"). The patient was treated with surgery (underwent a right salpingectomy to remove the essure coil on that side), surgery (cystoscopy, sling, transvaginal cystocele repair) and surgery (ovarian cyst drainage). Essure (ess205) was removed. At the time of the report, the abdominal pain lower and procedural pain was resolving and the multiple sclerosis, cystocele, ovariocentesis, uterine polyp, vaginal haemorrhage, dysmenorrhoea, diverticulum, urinary incontinence, anal incontinence, breast cyst, ovarian cyst, pelvic adhesions, uterine prolapse, menorrhagia, micturition disorder, endometriosis, feeling abnormal, confusional state, limb discomfort, dysarthria, fatigue and vision blurred outcome was unknown. The reporter considered abdominal pain lower, anal incontinence, breast cyst, confusional state, cystocele, diverticulum, dysarthria, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, limb discomfort, menorrhagia, micturition disorder, multiple sclerosis, ovarian cyst, ovariocentesis, pelvic adhesions, procedural pain, urinary incontinence, uterine polyp, uterine prolapse, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. She underwent a right salpingectomy to remove the essure coil on that side (dates reported as (B)(6) 2016 and (B)(6) 2015). She experienced a painful post operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, uterine prolapse, urinary incontinence, uterine polyp, multiple sclerosis, anal incontinence, ovarian cyst , breast cyst, pelvic adhesions, cystocele, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet received. Events per pfs: stage IV endometriosis, fogginess, confusion, slurred speech, heaviness in arms and leg, fatigue and blurred vision were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a right salpingectomy to remove the essure coil on that side). At the time of the report, the abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower and procedural pain to be related to essure (ess205). The reporter commented: she sought medical attention for her symptoms. On or about (B)(6) 2016, she underwent a right salpingectomy to remove the essure coil on that side. She suffered a painful post-operative recovery, following the surgery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results: on (B)(6) 2006, hysterosalpingogram was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.